Event description:
On (B)(6) 2022 it was reported that this male peritoneal dialysis (pd) patient passed away during pd treatment. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment connected to the liberty select cycler on (B)(6) 2022 when the patient contact found the patient unresponsive. The patient contact initiated cardiopulmonary resuscitation (CPR) with no success. It was not confirmed if emergency medical services (ems) were called. Documentation states the patient expired at home on (B)(6) 2022 and the cause of death was cardiac arrest with unknown cause. The peritoneal dialysis registered nurse (pdrn) stated the patient¿s pd treatment records were reviewed and nothing unusual was noted. No additional information was available as the patient¿s records had been closed out of the system.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of cardiac arrest and death. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. A review of the patient¿s treatment records did not document any issues encountered during treatment on the date of the event. In the united states renal data system database, the single, largest, specific cause of death is attributed to arrhythmic mechanisms or sudden cardiac arrest. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest and death.

Event description:
On (B)(6) 2022 it was reported that this male peritoneal dialysis (pd) patient passed away during pd treatment. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment connected to the liberty select cycler on (B)(6) 2022 when the patient contact found the patient unresponsive. The patient contact initiated cardiopulmonary resuscitation (CPR) with no success. It was not confirmed if emergency medical services (ems) were called. Documentation states the patient expired at home on (B)(6) 2022 and the cause of death was cardiac arrest with unknown cause. The peritoneal dialysis registered nurse (pdrn) stated the patient¿s pd treatment records were reviewed and nothing unusual was noted. No additional information was available as the patient¿s records had been closed out of the system.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door, and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a system air leak test, valve actuation test, voltage calibration checks, catch-post hipot test, patient hipot test, current leakage test, and patient sensor calibration check. An as-received 6000ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed and did reveal issues related to the reported symptom code. Post accelerated stress test had a pressure l leak and was sent to rework. The tubing of the pressure reservoir was replaced. The teach pump test and the go/nogo gauge test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 15/mar/2022 it was reported that this male peritoneal dialysis (pd) patient passed away during pd treatment. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment connected to the liberty select cycler on 06/feb/2022 when the patient contact found the patient unresponsive. The patient contact initiated cardiopulmonary resuscitation (CPR) with no success. It was not confirmed if emergency medical services (ems) were called. Documentation states the patient expired at home on 06/feb/2022 and the cause of death was cardiac arrest with unknown cause. The peritoneal dialysis registered nurse (pdrn) stated the patient¿s pd treatment records were reviewed and nothing unusual was noted. No additional information was available as the patient¿s records had been closed out of the system.